Manufacturer narrative:
It was reported that the patient received treatment of an unknown re-intervention and that the reported event has not been resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was confirmed that the patient is well and that explant of the non mdt stent graft with removal of the endoanchors was performed. The endoanchors were not engaged with the aortic wall and so removal was simple but the stent graft was very damaged. The non-mdt stent graft had been implanted 4 years previously. Film evaluation summary: the reported aneurysm enlargement was confirmed on the films provided; however, the dislodgement of the endoanchors and the causes of the events could not be fully determined. The proximal endoleak observed on the films provided was possibly a contributory factor in the enlargement of the aneurysm sac. It is also possible that the proximal endoleak may have occurred as a consequence of disease progression in the aortic neck with subsequent aortic neck enlargement, migration of the device and dislodgement of the endoanchors. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy of the aortic vessel. Additionally, lack of returned angiography images showing the migration/endoleak, did not permit a more comprehensive analysis of the 3 year in vivo positioning of the endoanchors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-hx endoanchoring system was used prophylactically on a non mdt stent graft implanted on an unknown date. It was reported that on an unknown date three years later, the endoanchors have dislodged and sac expansion has occurred. No cause of the event was reported. No additional clinical sequelae were provided and the patient will be monitored.